Manufacturer narrative:
The mentor failure analysis lab received a device for evaluation. However, the device was from a different lot than initially reported. Multiple follow ups were attempted to obtain clarification, but no response was received. Mentor will consider the returned device to be the suspect product. Updates have been made to the appropriate fields. Should additional information be made available, a supplemental report will be submitted. On (B)(6) 2021, the device evaluation was completed. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor adverse event reporting department became aware of additional information regarding this event. The patient was initially being treated for a right-sided animation deformity. The rupture was noticed during the revision surgery, as well as a grade 2 capsular contracture. The appropriate codes have been added to section h6. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on may 12, 2021, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 500cc mentor memorygel breast implants and experienced rupture on the right side postoperatively. As a result, the patient underwent device removal and replacement with 650cc mentor memorygel breast implants, catalog number 3506501bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2021.